Manufacturer narrative:
During technical investigation the following was observed: the distal solder joint is chemically corroded and leaking. Moisture is present in the rod lock system. Furthermore, there is severe abrasion in the rod lock system. There are unknown residues adhering to the distal cover glass. Imaging is negatively affected by the moisture and severe abrasion. Furthermore, there is severe abrasion in the rod lens system, which, due to the intensity and even distribution of the particles, indicates that it has been treated with ultrasound. The defects/damage found are not due to a manufacturing/production error but can be attributed to an incorrect reprocessing method. Appropriate warnings and instruction for reprocessing and visual inspection / functional check before use are already included in the corresponding instruction for use and the corresponding reprocessing instructions. In addition, a warning that the device is not suitable for ultrasonic cleaning is mentioned there. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported the scope was cloudy. No negative impact in state of health reported.